Manufacturer narrative:
Additional information: it was reported that the patient suffered mi of the rca and lad. (Target vessels). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were implanted in the lad and rca. Cec adjudicated non q-wave mi (tv) mdt extended historical peri pci. The sponsor¿s assessed the event as not related to device or anti-platelet medication.